Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. No crack on battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had long crack from the top of the insulin pump along the length of the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.